Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited no electrograms (egm) on a ventricular tachycardia (vt) monitor episode. After further review; it was determined the ICD begins collecting egm data at vt detection. However, firmware also stops egm data collection when pre-arrhythmia egm is disabled, and 60 seconds have elapsed since egm recording began. This behavior explains where egm data is present through detection, after which recording is suspended, and no egm data is captured during termination. In this case, pre-arrhythmia egm was disabled, and more than 60 seconds had passed since egm recording started; therefore, no egm data is available at episode termination. Another episode follows the same underlying logic but with different timing. In this case, firmware stopped egm recording after 60 seconds with pre-arrhythmia egm disabled, prior to vt detection. As a result, for this approximately 60 second episode, no egm data is available for the episode. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ICD was reprogrammed to activate the pre-arrythmia egm storage.